Manufacturer narrative:
(B)(4). The condition of the device showed no significant physical damages. The nim-eclipse system did not recognize the eex801, and displayed a ¿check cables¿ error message. The device identified as an eex901 was actually an eex801. The eex801 is obsolete, untestable, and unrepairable. (B)(4)

Event description:
Additional information was provided by the customer: "I do not remember the numbers of stims, and which of them what of problem has. In general, one of them was all of sudden losing contact with cable and became dad. Message on the machine screen was something about stim problem, no indicator of stim number was lit on. After reconnecting it was working for short time, and situation repeated many times. What happened to another stim, I do not remember exactly know, but it became not working."

Event description:
It was reported that the units stopped working. The rep stated, ¿they're broken and the contacts are bad. One failed a while ago and the other just gave him problems a few weeks ago. I believe both were discovered during a case but they were not injured¿he said bad contacts, so I was led to believe there wasn't current being delivered. I think he had one row that didn't work for a while so I'm assuming more didn't work." Two units were reported; however, there is no specific information that distinguishes which malfunction occurred with which device. A regulatory report will be submitted for the second unit mentioned, under internal reference number (B)(4). (Regulatory report number is not available at the time of submission.)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.